Manufacturer narrative:
(B)(4). Concomitant medical products: unknown persona femoral, catalog #: unk, lot #: unk, unknown persona tibial tray, catalog #: unk, lot #: unk. It is unknown if product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06588, 0001822565-2018-06589, 0001822565-2018-06590. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient was revised due to pain.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to be not reportable as it was not involved in the event. The initial report was forwarded should be voided

Event description:
No further event information available at the time of this report.